Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (service code 204 - belt unusable) was confirmed. As received, the electrode belt would not communicate with a monitor. Upon investigation, there was excessive corrosion on the distribution node (dn) pca board. The cause for the test failure was isolated to the corrosion on dn pca board. The root cause of the corrosion was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving a service code 204 (belt unusable).